Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled "wear through of a modular polyethylene liner: four case reports" by c. Anderson engh jr. Md., et al, published in clinical orthopaedics and related research (26 june 2000) no. 383, pp. 175-182 was reviewed for MDR reportability. Four patients in whom the s-rom total hip system polydial polyethylene liner was used illustrated the importance of, and difficulties in, detecting polyethylene wear-through before a complete acetabular revision becomes necessary. The authors analyzed the polyethylene liner wear through for 479 s-rom total hip polydial liners in 479 thas between the years 1984-1987. This article presents four individual cases of polyethylene wear and revision surgery. Each patient was implanted with various depuy hip components and every patient had the s-rom polydial polyethylene liner. The authors conclude that close radiographic follow-up is needed for patients who have polyethylene acetabular liners, particularly after 11 years and beyond, to prevent the need for full tha revision due to poly wear through. The specifics for each individual case are presented below. Please link all complaints to the mother complaint. (B)(6)-year-old man, 5'8", (B)(6) lbs, primary dx: osteoarthritis. October 1984 patient was implanted with 56-mm threaded s-rom acetabular cup with a 5-mm thick s-rom polydial liner, 1/3 porous-coated aml stem with a monoblock 32-mm femoral head. 14 years after index surgery, the patient presented with sever right hip, thigh, and knee pain. Radiographic evidence showed complete wear through of the polyethylene liner into the dome of the acetabular cup. Intraoperatively, metallosis was identified within the joint capsule. The liner was no dislodged from the cup and the locking mechanism was intact. The cup was stable and well-fixed but revised due to extensive wear. The loner and head were also revised. The stem was left in situ. The patient reported no further complications at his 4-month follow-up. No osteolysis, loosening, or radiolucencies were found at revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the images received on (B)(4) confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.